Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) inappropriately withheld therapy because it detected a ventricular tachycardia (vt) arrhythmia as an supra ventricular tachycardia (svt) arrhythmia. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.